Manufacturer narrative:
Initial information: date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2020. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was returned in an opened pouch and the replacement lens'' daisy wheel which houses the lens. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics. Additionally, the lens was observed to be cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one additional investigation request, how the reported issue is unrelated to this complaint. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol), 20.0 diopter was explanted from the patient¿s operative eye due to power miss and blurry vision. The iol was replaced with the same model but lower diopter 16.0. Thru follow-up information the customer confirmed that there were no complications and the patient is doing well. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.